Event description:
Device issue: partial stent deployment, potential device breakage. Time of device issue: during the procedure. Adverse event: portion of sheath possibly remains in lesion. It was reported that during deployment in the right iliac artery, the absolute pro thumbwheel spun backwards freely and the proximal 5mm of the stent did not deploy. The stent delivery system (sds) was removed with some difficulty. The stent remained in the target lesion and the proximal 5 mm seemed to be "covered." It was believed that possibly a part of the distal sheath had separated and remained on the stent. Post-dilatation was performed; however, complete stent expansion could not be confirmed on angiography. The stent appeared to have a normal circumference, but complete apposition to the vessel wall could not be confirmed. On inspection of the sds after removal, it appeared that the device was intact. No additional info was provided.

Manufacturer narrative:
(B) (4). Evaluation summary: evaluation of the returned self expanding stent system (sess) noted blood on the shaft, stent holder, handle and contrast in the distal outer sheath, which is consistent for a product that was both prepared and used in a procedure. The handle lock was in the unlocked position, the distal outer sheath was retracted 12 cm, and the rack within the handle was retracted 11.8 cm proximal to the thumbweel, which is consistent to fully deploy the stent. The distal outer sheath was intact and not separated as reported, but a wrinkle was observed in the distal outer sheath, located 4.9 cm proximal to its distal end for a length of 2 mm. Factors that can contribute the wrinkled distal outer sheath include, but are not limited to, handling during mfg, insufficient support removal of the tip mandrel, insufficient support during advancement into the introducer sheath, pt anatomy, or lesion tortuosity. During production the sess is 100% visually inspected for shaft damage at multiple operations prior to packaging. No discrepancies were reported or observed by the account during the preparation and inspection of the product prior to use. A pre-existing wrinkled shaft would likely have been detected during an instruction for use (IFU) directed preparation and inspection of the product. There is no specific cause for the wrinkle. No mfg quality deficiencies were observed. The damage appears to be procedural related. The sess rack was repositioned to the distal end inside the handle and re-assembled. The thumbwheel was rotated and the distal outer sheath retracted with no resistance observed. During retraction of the distal outer sheath the abbott vascular tech was also unable to rotate the thumbwheel in the opposite direction. The thumbwheel only rotated in one direction as designed, with the locking ratchet pawl preventing the thumbwheel gear assembly from rotating in the opposite direction. Although it was reported that the thumbwheel spun backwards, that was not observed. No damage was noted inside the handle or to the ratchet pawl and gear assembly. No specific cause could be identified for the thumbwheel rotating in the opposite direction. It was also reported that the account was able to remove the sess, but with some difficulty after stent deployment in the target lesion. No mfg quality deficiencies were observed on the returned product that would suggest any resistance was experienced during removal. No specific cause for the resistance felt. It was also reported that the proximal end of the stent did not expand and appeared to be covered. No photo images were submitted to abbott vascular for a clinical review, which may have helped in the analysis. Factors that can prevent the stent from fully opening include, but not limited to, can be overlapping stent struts during mfg, calcification, pt anatomy, or interaction of other products. During mfg all stents are 100% visually inspected to verify their location between the markers and that the struts are properly aligned. A review of the finished product's lot history record did not reveal any non-conforming material record associated with this lot. No discrepancies were reported or observed by the account during the preparation and inspection of the sheathed stent prior to use. A damaged stent prior to use would likely have been detected during an instruction for use (IFU) which states: "inspect the stent through the transparent, amber colored delivery system sheath to verify that it has not been damaged during shipment." Also per the IFU, "stent is of open cell design. Open cell design allows each ring to expand independently of the adjacent ring; allowing for good stent conformability at vessel or bile duct diameter changes. Under fluoroscopy/cholangiography" the independent ring expansion may appear as a step in the contour of the stent. It is possible that the stent's appearance of not expanding was either anatomically related or restricted by the introducer sheath. No mfg quality deficiencies were identified. All absolute pro stents are 100% visually for stent damage (both the internally and externally); 100% dimensionally measured, and 100% radial force tested. No specific cause for the stent not fully expanding, but appears to be procedurally related. It was also referenced that the procedure was in the iliac which the sess is not indicated for. Per the IFU, the absolute pro .035" biliary sess is intended for palliation of malignant strictures in the biliary tree.